Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the stylet could not be fully inserted in the atrial lead, and the lead could not be straightened. After removal, the lead was checked, and it was confirmed that the lead could not be smoothly straightened. Another lead was used to complete procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.5 cm. Analysis was normal. No anomalies were found.